Manufacturer narrative:
The manufacturer is still waiting for the arrival of the device.

Event description:
The user reported a flow rate issue of the infusion pump on (B)(6) 2017 to zyno medical. "Not accurate on time to infuse taking too long. Calibration is suspected to be off. It was removed from patient care area, once it was identified. No patient harm occurred. Identified 10/23, parameters unknown, as the pump was left for me by another infusion room nurse."

Manufacturer narrative:
The user reported flow rate issue was not confirmed. The device was found to have a flow rate accuracy of 3.13%, which was within the +/-5% specification. The device was tested and meet all specifications on (B)(6) 2017.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2017-00303).